Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient with this pacemaker experienced discomfort post implant. Additional information indicated that the discomfort was due to device position. This pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient with this pacemaker experienced discomfort post implant. Additional information indicated that the discomfort was due to device position. This pacemaker device was explanted. No additional adverse patient effects were reported.